Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device did not close properly and some oozing was noticed from the seal. Reportedly an endtone, indicating a completed seal cycle, was heard. Another device was used immediately and there was no harm to the patient.